Event description:
It was reported that the customer had a no delivery alarm during prime. The customer blood glucose level was 128 mg/dl. Troubleshooting was performed and found an occlusion. Customer was advised to change set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.